Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the open and close mechanism of the prograsp forceps instrument would not work. Another prograsps forceps instrument was used for the remainder of the procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate and confirm the customer reported complaint of the open and close mechanism of the instrument not working properly. Failure analysis investigation found the instruments main tube had deep scratches and gouges. The distal end to the main tube had various scratch marks with light material removal. The scratches were not aligned with the with the tube axis. The deep scratch and gouge damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.